Event description:
During internal testing by the manufacturer an unexpected software behavior was discovered, wherein a system component (brahms scanner 25.104) would allow certain linear transducers (ec7, l5, l7, c7, and l7t) to exceed thermal specification limits.